Event description:
Note: event and procedure dates were not provided. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician was unable to advance the clip from the sheath. A second resolution clip device was used to complete the procedure. There has been no report of complications or injury to the pt, due to this event. Post procedure, the pt's status was fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation. A failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.